Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Evaluation summary: underwater leak testing disclosed a leak in the inner lumen. Under microscopy, a separation of the inner lumen was seen. The rough edged points of separation were irregular in contour suggesting that the inner lumen broke. The broken portion of the inner lumen had a whitish appearance, indicating a point of stress. Probable cause of difficulty: the iab leak was the result of a break of the inner lumen. It is possible that the iab was restrained within the aorta during iabp. This would have resulted in a cyclical stress to the inner lumen and, ultimately, a separation at the point of stress. The iab may have been restrained as a result of placement within a subintimal space, within the subclavian artery, or underneath plaque. It is also possible that the initial kink in the inner lumen was made during iab insertion and that iabp continued to cyclically stress the tip/inner lumen junction.

Event description:
The iab leaked. Blood flowed into the balloon. Event complications: none from the event - reported 11/14/96). (Pt's current status" unk - rpt'd 11/14/96.